Event description:
It was reported that an io was being placed into the pt in cardiac arrest. There was no red light on the driver, however, when the needle hit bone the power was lost. As a result, an IV was inserted and drugs were administered to the pt. CPR was continued on the pt and she was asystole upon arrival at the hospital. The pt expired.

Manufacturer narrative:
(B)(4).